Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where ¿fiber test¿ was found be failing on the ¿ac_2d¿ axis. Once testing was completed, the ¿parallelogram fiber¿ was aba tested and was verified to be the source of the fault.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the operating staff (or) staff encountered a recoverable fault during case setup. Prior to contacting support, a power cycle was attempted without resolving the issue. Troubleshooting proceeded with a hard power cycle of the robot, after which the system powered on with no errors. Universal surgical manipulator (usm 2) was manipulated, and the issue did not recur during testing. Logs confirmed this error had occurred previously. The staff was advised the error could return and sought another patient cart for the case. Subsequently, the issue did return, causing the system to be unusable and cases to be cancelled. Staff requested urgent follow-up to address the system downtime, and priority adjustments were documented to capture the system's outage. It was further reported by staff that the system remained unusable and additional cases were cancelled, prompting requests for repair and updates. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Isi has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.